Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 3 shocks in the last month. The field representative was attempting to enable smart pass. The patient was programmed to alternate vector in which the signal was noted to be very small. Upon review, technical services (ts) noted the first episode resulted in an appropriate shock. The remaining 2 episodes the morphology was wide and was oversensing, resulting in 2 inappropriate shocks. Ts noted enabling smart pass would not help with this. The s-ICD system remains in service. No adverse patient effects were reported.